Event description:
Pt bled when they inserted catheter but family memeber didn't mention anything about seeking medical attention. Supplier said that family member found two more catheters with the tip cut off it in the same box.